Event description:
A customer reported that during a demo of an intra ocular lens (iol) implantation surgery with a surgeon, it was noted that the handpiece primed and tuned using the two-step prime but as the case proceeded, occlusion tone could be heard and there was no phaco emulsification power (without any alarms) but the port was green as expected (no issue with recognition). They had to reprime and tune to proceed with procedure and complete the same with no harm to the patient (no patient contact).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information is provided in section h,6 and h,.11. Specific product identifier (serial number) was not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. Based on the information available, the customer reported event cannot be confirmed. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trend. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.